Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was transferred from another hospital due to hemolysis and an inflow cannula malposition (oriented toward the free wall of the ventricle). The patient's labs indicated a high level of panel reactive antibody (pra) and a plasmaphoresis treatment was done a repeat plasmaphoresis treatment was scheduled for the following week. The hospital reduced the pump speed but the patient was still experiencing high lactate dehydrogenase (ldh) levels and it was noted that the pump was unable to maintain the set speed. The patient remains hospitalized being medically maintained on argatroban gtt and a combination of milrinone and dobutamine therapies and has been listed for a heart transplant.

Manufacturer narrative:
The patient continues on lvad support and remains under observation in the hospital awaiting a heart transplant. The user file report #(B)(4) was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.